Event description:
It was reported that during routine check discovered by hospital personnel , the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Additional information: e1 (event site postal code:(B)(6). Contact department: or.cvt. A getinge field service engineer (fse) from the inspection, it was found that the machine can be turned on normally if plugged into ac main. It was found that the battery has deteriorated causing the device to be unable to be used from battery mode. And the reason why the machine won't turn on is because the battery is deteriorated. As a result, when turning on the machine from battery mode, the machine won't turn on. The device cannot use battery mode. In order to fix the issue, fse replaced batteries. Additional information found: safety disk, anniversary of replacement every 6 million assists or 4 years.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).